Event description:
It was reported the customer had a discrepancy between their sensor glucose and blood glucose readings. The customer stated his sensor glucose would be around 60 mg/dl and his blood glucose would be between 130 mg/dl and 140 mg/dl. He also stated his insulin pump would go into threshold suspend mode. The customer also stated calibrating less has helped with the discrepancy between the readings. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).